Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment was performed in the left anterior descending artery. During the second treatment pass a vessel perforation was identified. The patient became hypotensive, bradycardic, and experienced a change in mean arterial pressure. Stent placements were performed, and pharmacological treatments were administered. The patient was transferred to the intensive care unit in stable condition. Per the opinion of the physician, the cause of the hypotension and bradycardia was due to the nature of high risk percutaneous intervention and patient anatomy.